Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The two month follow-up ultrasound imaging showed the presence of a potential endoleak; the type of endoleak could not be confirmed as a type ia or type ii. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.